Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The meter and 1 test strip were returned. The customer's test strip was tested using retention controls: testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.5 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. No error message occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The meter's error report was reviewed and error 662 occurred twice on (B)(6) 2020. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high inr result with coaguchek xs meter serial number (B)(4) compared to an acl tops analyzer using hemosil recomboplastin 2g reagent. The customer alleged he tried to test twice on the meter and received two 6's on the meter at 10:30 a.m. The customer told his doctor about this and was advised to have his inr checked in the emergency room. The result from the laboratory at 12:45 p.m. Was 2.7 inr. There was no result of 6.0 inr or 6.6 inr in the meter memory. A display check was performed and all result segments were visible. The most recent result in the memory was a result of 3.6 inr. The customer stated the result of 3.6 inr was his test result from a week earlier. The customer received no treatment at the emergency room. The customer's therapeutic range is 2 - 3 inr.